Manufacturer narrative:
Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicating the meter was giving e13 errors. Customer called in stating she has no strips left to return from her previous complaint because she was able to use the strips once she corrected her technique by holding the meter straight up above the blood drop. She stated we should have the directions on the meter because her husband did not know he had to use this meter differently to avoid e13 and because of that he got so sick he had to go to the hospital. He got too low and he fell and broke his wrist and hurt his face. No more information available.